Manufacturer narrative:
Device not returned.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer¿s blood glucose level was 282 mg/dl. Customer primed the tubing to address the issue.